Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 20 mg/ml at a dose rate of 13.1 mg/day, bupivacaine with concentration 7.2 mg/ml at a dose rate of 4.7 mg/day, and clonidine with concentration 720 mcg/ml at a dose rate of 474 mcg/day via an implantable pump for spinal pain and post-laminectomy pain. It was reported that the patient told the hcp on (B)(6) 2019 that their pump was alarming on (B)(6) 2019. The pump was alarming every 5 to 10 minutes. The hcp asked the patient to present to the emergency room immediately. The pump was read in the ER on (B)(6) 2019 and was found to be in a motor stall for greater than 48 hours. It was reported that there were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was admitted and was scheduled for explant and replacement of the pump on (B)(6) 2019. The pump was replaced. The hospital was in possession of the explanted pump which was to be returned to the manufacturer. It was the hospital¿s policy to take the explanted device and send it to pathology before it could be released. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but would not be made available. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.